Event description:
During an atrial fibrillation procedure, air was aspirated from the swartz sl0 introducer following insertion of the dilator and guidewire. The introducer was replaced, and the procedure was completed with no adverse consequences to the patient. It was noted that there was no air entry into the patient.